Event description:
Boston scientific was notified that when this coil was pulled out from the dispenser coil, half of the volume of this coil had overflowed. When the coil was taken out from the introducer sheath for inspection, it was found to be broken at about three volume. The post-operative status of the pt was reported as being good.